Event description:
The customer reported fluid waste spilled underneath the unit, involving unicel dxi 800 access immunoassay system. The system was set up to drain liquid waste. The customer cleaned up the liquid waste spill wearing appropriate personal protective equipment (ppe) (gloves, laboratory coat, goggles). The customer determined the cause of the fluid leak was due to a disconnected tubing. The customer reconnected the tubing inside the unit and monitored the system for further leaks. There were no errors in the event log. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse reported the waste line had been replaced by the customer, and the system was primed several times without any additional leaks. The unit conformed to the manufacturer's performance specifications. (B)(4).